Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. The device had been used with vkml suture vicryl 12x12 mesh, lot# hm7017. It was reported that after implant, the patient experienced pain, bleeding, bowel obstruction, recurrence. Treatment provided for these conditions include removal surgery.